Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unk.

Event description:
It was initially reported that a pump alarm was heard, and confirmed via telemetry. The pump alarm was in regards to zero ml reservoir volume being reached. It was noted that the pump alarm "was to occur on (B)(6) 2011, but the alarm was heard two day ago ((B)(6) 2011)." The patient was showing increased spasticity. The pump delivered lioresal 2000mcg/ml at a daily dose of 550 mcg. It was later reported on (B)(6) 2011 that the patient experienced increased tone and extreme sweating. The onset of the symptoms was noted as being "unclear." The patient was taken to an emergency room on (B)(6) 2011, but was not admitted. There the patient was evaluated for seizure activity; and "the condition was noted to be viral." Pump interrogation performed on (B)(6) 2011, revealed only a low reservoir alarm, with a low reservoir date of (B)(6) 2011. The pump registered "0" drug volume. The pump was refilled with 40 ml of lioresal and a single bolus was given. The infusion rate was also adjusted from 549 mcg/day to 200 mcg/day. As of (B)(6) 2011, the patient's tone was indicated as being "much improved" from (B)(6) 2011.